Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. The pump was programmed to deliver an unspecified chemotherapy in the continuous mode at a rate of 350ml/hr and an container size of 3000ml. After an unspecified length of time, the nurse noted that the device had stopped infusing. No visial or audible alarms were noted. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required.